Manufacturer narrative:
.

Event description:
It was reported that the vns patient began experiencing an increase in seizures a few months ago and was no longer able to perceive magnet mode stimulation. The patient's medications were subsequently adjusted for the increase in seizures and the patient was referred for generator replacement surgery. No known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2015. A battery life calculation using the available programming history showed approximately 0.3 years remaining. Attempts for additional relevant information have been unsuccessful to date.

Event description:
An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2016 due to near end of service. The explanting facility discarded the explanted device; therefore, no analysis can be performed.